Manufacturer narrative:
Evaluation conclusion code does not apply.

Event description:
Additional information was received from the patient that reported that around 3 months after placement, the implantable neurostimulator stopped helping her pain.

Event description:
It was reported that patient was scheduled to have lead revision due to her lead had slipped about 1 millimeter. The patient was only getting about 20% successes from her device. She was advised to speak with her doctor regarding her activity level and her concerns about the lead slipping.

Event description:
It was further reported that the patient had a revision performed in (B)(6) 2012. It was noted that the patient only got 15 to 20% pain relief. It was noted that the patient had tried everything. The patient was not feeling stimulation because the device was off. The patient had turned the device off four days ago and reported that they do not use the therapy all the time.

Manufacturer narrative:
Product ID, 3778-45 serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 serial# (B)(4), product type recharger product ID, 37744 serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).